Event description:
It was reported that during an unspecified arthroscopic procedure that the truespan 12 degree peek device needle broke. The doctor had to enlarge the incision to locate and remove the needle. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found the deployer and a broken fragment of the needle. The needle was broken at proximal end. Neither the plates nor the suture was visible in the photo. No other anomalies could be observed on the device. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue.¿ based on the investigation findings, it is possible that, when the needle was inside the joint and the needle tip was maneuvered to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which could have caused the breakage of the needle. As per IFU-113244, 1) users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. 2) use caution when tensioning the suture. Over-tensioning may cause tissue damage and/or suture or implant breakage. 3) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities document specification review: (B)(4). Device history lot: pn: 228151 lot number: 10874p there was no non-conformance regarding this lot. Manufacturing date: 06 may 2025 expiration date: 30 apr 2028 device history batch: null. E1: the reporter¿s complete facility address was not provided.